Manufacturer narrative:
A partial lead with the connector pin measuring 12cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported, during eri device change out, that a pacing lead impedance anomaly was reported. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.